Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl. And trace ketones cause of bg level was not known. Customer was admitted to the intensive care unit. Customer declined troubleshooting with tandem technical support and declined to provide further information.